Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs), alleging that his onetouch verio 2 meter was displaying an error 4 message during testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began about a week prior to contacting lfs, at 10:00am. The patient stated that he manages his diabetes with insulin (self-adjuster) and continued with his usual diabetes management regimen of novolin r 55units in the morning and 45 units at night. The patient reported that in the morning, 3 days after the alleged product issue began, he developed symptoms of ¿shaking and not feeling well¿. The patient stated that he felt he¿d taken too much insulin the night before, as a result on not being able to obtain a reading. The patient stated that he self-treated with food and drink ¿ate breakfast¿. At the time of troubleshooting, the cca noted that it was not the first time the product was in use, the correct testing process was being followed. The patient confirmed that the test strips had been stored correctly and were within their expiry date. The test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on being unable to obtain results with the subject meter.